Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a posterior cruciate ligament and medial collateral ligament procedure with a twinfix device, (the device was used to repair the medial collateral ligament), the functional exercise of the patient was poor after they were discharged from the hospital. Four months later, knee dysfunction occurred. The patient was admitted to the hospital for arthroscopic knee lysis. Currently, they are in rehabilitation and gradually, the knee joint function is improving. The implant did not fail and it was not removed from the patient. The current status of the patient is fine.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution.¿ a complaint history review found no similar reported events.¿ the instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device.¿ a risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was communicated via e-mail that the implanted device did not fail and that the patients¿ the knee joint function is improving. Should any additional clinical information be provided, this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.¿ no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿